Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information has been requested and is not available: any patient consequences/ae outcome as a result of this event report? Which tissue layer, at which location was the suture, was used to close? The surgeon expected time between the suture placement and the "absorption"? Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? There is a qty involved and to be returned. Did 6 sutures not absorb? What does 1/3 mean? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on (B)(4) 2019, and suture was used. Threads cannot be absorbed. No adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: an unopened sample was returned for analysis. The representative sample of product code v311 was examined for visual defects: appearance, color packages ¿ wrinkles in the seal area, continuous seals, seal margins, over-sealing ¿ damage (torn, punctured) . The packet was opened and during the visual inspection the needles/sutures was correctly placed on the winding former. The suture was dispensed without problem and examined along of the strand and no defects, damaged or were observed. A functional test was performed and the tensile strength force was above the minimum requirement. According to the sample condition the assignable cause cannot be determined since no defects were observed on the packet or the suture.